Event description:
It was reported that during the unknown procedure, there was no function. No further information is available. The case was completed with same like product. No patient consequence.